Event description:
Caller reported damage to the pump housing and usb, specifically at the usb port and pins, which affected the ability to charge the pump, but the pump did not shut down. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump, instructed the caller on setting the pump to storage mode, and provided a pre-paid label for returning the damaged pump. The customer agreed to use multiple daily injections as a backup therapy and was informed to return the pump within ten days.